Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a slowness/sluggish issue. The customer reported they were facing a slowness issue, while refilling/pulling meds also getting an error message "object reference not set to an instance of an object". The user can be able to get the medication from another station. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A technical support specialist dialed into the station and confirmed with the customer that the issue was resolved. The system functioned as intended after the customer resolved the issue. Initial reporter facility name: avera mckennan hospital & university health center